Event description:
It was reported that the unspecified bd pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: material no:unknown batch no: unknown consumer reported on voice message. Using the victoza pen. The bd needle will not go onto the pen. The victoza pen on the top is damaged on just this one pen. I called this voice message back to inform of novo's phone number. Advised on his machine to call bd back with bd cares phone # to inform if any possible issues with the bd pen needles. Lot #: unknown, catalog#: unknown, date of event: (B)(6) 2020.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: material no:unknown batch no: unknown. Consumer reported on voice message. Using the victoza pen. The bd needle will not go onto the pen. The victoza pen on the top is damaged on just this one pen. I called this voice message back to inform of novo's phone number. Advised on his machine to call bd back with bd cares phone # to inform if any possible issues with the bd pen needles. Lot #: unknown. Catalog#: unknown. Date of event: (B)(6) 2020.